Event description:
A 15-year-old pt experienced shortness of breath, elevatd tempertature (99.9f) and elevated heart rate 45 minutes after initiation of dialysis. Also clotting of dialyzer was observed. All of these symptoms were moderate in severity. The blood was returned to the pt and dialysis was discontinued. Benadryl and oxygen were administered, and dialysis were resumed maintaining ultra filtration rate at minimum. This pt has not been dialyzed on toray filtryzer after these events occurred. Filtryzer was used for the first time on this pt, who also rec'd a dialysis treatment for the first time. The dialysis conditions were; qb=200ml/min, qd=500ml/min, type of dialysate: bicarbonate priming: il saline, 100 ml/min anticoagulant: 750iu.